Event description:
On (B)(6) 2011, pt reported she has been having concerns with bent cannulas. Pt stated after changing the infusion site, she noticed an increase in her blood glucose levels up to the 300's mg/dl. Pt reported she mentioned her concern to her health care provider but continued to use the infusion sets. Pt stated her basal rates were adjusted (B)(6) 2011 - (B)(6) 2011 to help. Pt reported she was able to give herself a bolus but it didn't bring her blood glucose level back to her target range. Pt's target blood glucose range is 92-150 mg/dl. Pt stated when she began using the insertion assist plus device, she didn't notice if the infusion set cannula was bent upon removal of the set; she figured that it went in. Pt reported one time there was leaking at the infusion site. Pt is new to pump therapy. Pt stated the current infusion set she is using does not have any leakage. Pt stated her blood glucose this morning was 154 mg/dl. Advised pt to check with her doctor for an alternative method of insulin delivery. Pt reported she did not know if she bent the cannula while placing it in a "bag" or if it was bent when it was removed from the infusion site. Product was replaced and requested return of the alleged product for eval.